Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator has low inspiratory pressure. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator has low inspiratory pressure. There was no harm or injury reported. No medical interventions were specified. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device passed testing. A faulty porting block would be a likely cause for a false low inspiration pressure alarm.